Event description:
An AED device was applied to patient who was in cardiac arrest with CPR being performed. Device failed to turn on with what appeared to be a dead battery. The 'pads' were selected and reattempted to turn on the device. A green check appeared and the device appeared to turn on properly. The AED then showed a red x on the battery and appeared to not function properly.